Event description:
Device report from japan reports an event as follows: it was reported that during an orif procedure for clavicle fracture on (B)(6) 2022, the compression wire in question was used to fix a plate temporarily. A power tool was used to extract the compression wire but was set to the wrong rotation, and the compression wire was broken at the top of the ball. The wire was ultimately extracted using another device owned by the hospital. The surgery was completed successfully with no surgical delay. This report is for a 1.6mm compression wire 15mm thread/150mm length. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.